Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis found normal device characteristics

Event description:
It was reported that during implant the right ventricular lead exhibited undersensing. The lead was not used and replaced.